Event description:
The customer reported vacuum insufficient. While on site the asp field service engineer found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found system canceled for vacuum insufficient; fse lubricated and tested throttle valve. Fse found air tank pressure out of spec; replaced check valve, air receiver solenoid and rebuilt air compressor. The fse found the injector valve needles broken; replaced injector valve assy. The fse found the oil mist filter leaking; replaced oil mist filter. System meets specification. This issue is being addressed with a customer letter, related to correction and removal.